Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced high blood glucose levels between 300-400 mg/dl. Customer stated that it has gotten worse over the last 4 months. Customer has other health issues that she is dealing with. Customer declined troubleshooting for high blood glucose. Customer's site had signs of infection such as discharge, soreness, tenderness, redness, and swelling. Customer has had the infection on and off for 4 months. Customer was advised to contact a doctor to report the infection. Customer stated that she is following all protocols and that there are no issues with the pump.